Event description:
Initial description: "I am a sales rep for (B) (4). In (B) (4). One of my physicians uses the csg/worley/l-1-09. During a recent biv ICD implant, we noticed that the soft tip had broke apart in pieces in the vein. The lot # of the sheath is s22396. The use before date was 07/2011. I have saved the torn away sheath and would like to send it to pressure products to be analyzed."

Manufacturer narrative:
Device history record (DHR) review indicates the proper materials and mfg methods were used to produce this lot of materials. Evaluation of the retain devices did not show any brittleness of the ro/soft tip material. Pull forces of ro/sheath joint was above the minimum specification. Returned sample consistent with ro tip fracturing. Ro to sheath bond is present. Remaining ro material felt brittle. The root cause is that a force applied to tip segment exceed material strength causing the ro tip to fracture. Design controls were opened on this product line to evaluate and potentially implement changes to the tip design, materials and mfg methods to provide a more robust ro/soft tip.